Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to moisture damage on the force sensor resistor. The motor passed the motor test. The device had a cracked display window corner, cracked reservoir tube, cracked reservoir tube lip, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.